Event description:
It was reported that during an acculink stenting procedure of a de novo, heavily calcified, 80% stenosed, right internal carotid artery, with balloon dilatation and with the stenting, the patient experienced bradycardia. The dilatation balloon was deflated and common medication, atropine was administered and the bradycardia resolved. The patient experienced bradycardia again and hypotension after the bradycardiac episode later on the same day. Levophed medication intravenous drip was started and slowly weaned prior to discharge home. Although the bradycardia resolved on (B)(6) 2013, on the same day, the hypotension did not resolve until (B)(6) 2012. There was a prolonged hospitalization reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.